Event description:
It was reported that the patient, who was enrolled in the system longevity study, died 10 years following the implant of this implantable pulse generator (ipg) and right ventricular (rv) lead and 12 years following the implant of this right atrial (ra) lead. Cause of death was unknown and post mortem device interrogation was not possible due to a device power on reset (por). It was unknown if the death was related to the ipg system and/or por. An autopsy was not performed.

Manufacturer narrative:
The information submitted reflects all relevant data received. Attempt(s) for additional information were unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. Concomitant: product ID product ID 4067 implantable pacing lead implanted: (B)(6) 2001; product ID kdr733 implantable pulse generator (ipg) implanted: (B)(6) 2001. (B)(4).